Event description:
The manufacturer received information from a third party service center alleging "service required" alarm conditions occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issues.